Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device is nearing eri (elective replacement indicator) after only 21 months of use. The device was explanted and replaced. No patient complications have been reported as a result of this event.